Manufacturer narrative:
This report originally filed as 1644019-2017-00721. (B)(4).

Event description:
A doctor reported experiencing issues with leaking trocars during procedures. Patient impact and timing of the event are unknown.